Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the shock-less study team that the patient received two shocks due to t-wave oversensing in the right ventricular (rv) lead. It was also reported that during a clinic visit the device was reprogrammed. The rv lead remains in use. No further patient complications were reported as a result of this event.